Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Additional information was requested and the following was obtained: was there any other issue noted with staple line? (Malformed staples, incomplete staple line, etc.)? Was there bleeding associated with the open staple line? If yes, how was the bleeding controlled? If yes, how much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Was there any other issue noted with staple line? (Malformed staples, incomplete staple line, etc.)? Malformation. Was there bleeding associated with the open staple line? No. If yes, how was the bleeding controlled? Na. If yes, how much blood was lost (ml)? Na. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a gastrectomy procedure, when stapling with the blue cartridge, the staples line and the stomach got reopened. Use of v-loc 2.0 to perform a suture. There were no adverse consequences for the patient.